Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call was that it seemed like the battery didn't have enough juice to hold it to give a full charge when they put it on their back; pss clarified with the pt and pt confirmed that the controller battery was fully charged before they started recharging their ins, however it seemed like the controller battery drained before the ins was done charging. Pss asked the pt if the recharger (rtm) was getting hot while they were recharging the ins; pt stated yes, sometimes. Pt confirmed that there was not damage to the rtm. Pss asked the pt if the ins was taking longer than usual to recharge; pt stated yes. Pt confirmed that the controller would charge properly from the ac power supply. Pss reviewed rtm replacement with the pt and the reasoning of why; pt kept insisting that the battery pack was causing the issue as they would reset the controller and the same thing would happen. Pt then placed their wife on the phone to continue the call as they were hearing impaired. Pss reviewed rtm replacement with the caller and the reasoning of why; pss advised both the pt and caller to call ps back if the replacement rtm didn't fully resolve the reported issue. Caller requested the reference number; pss provided the caller with the case number. When asked for the event date, caller stated that it was quite sometime ago that the ins was taking longer to recharge; caller noted that sometimes the rtm would slip out of place while the pt was recharging the ins.